Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot; it concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verioiq meter was reading inaccurately high compared to a hospital meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began approximately one month ago. The patient manages their diabetes with self-adjusted insulin. The patient reported that at 5pm on (B)(6) they developed symptoms of sweating, feeling weak and shivering. The patient stated that they associated these symptoms with hypoglycemia. The patient reported testing their blood glucose and obtained a reading of 79mg/dl on the subject meter and 47mg/dl on a hospital meter, obtained within 30 minutes of each other. Based on statistical methodology, the reported readings exceed lifescan's criteria for accuracy. The patient reported self-treating these symptoms with orange juice. At the time of troubleshooting the cca determined that the patient tested on both meter using the same drop of blood. The patient was educated on correct testing procedure and replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia while using the subject meter.